Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). The lot history record of the reported lot number has been reviewed and no quality issues were noted. The pushwire and pipeline were returned for evaluation without the catheter. The pipeline was not attached to the pushwire. The pipeline was found fully opened with damaged braid at both ends. No other anomalies were observed. Based on the above findings, the customer's complaint could not be confirmed. The cause for the experience reported could not be determined as the returned pipeline was fully opened with damaged braid. It is possible that the damage to braid may have contributed to the reported issue. However, the cause for damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic (covidien) received report that during embolization, the pipeline flex did not deploy properly. It stopped at 50% of the distal end of deployment. The device was discarded. There was no report of patient injury.